Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a torn flap occurred during a lasik procedure of the right eye. Reporter indicated while lifting the flap, it ripped leaving a small circular area on the inferior cornea. The surgeon felt the torn area was far enough in the periphery to continue treatment, and performed the ablation. The surgeon does not believe the patient will be affected much by the issue. Upon follow up, the reporter indicated there were multiple times of patient leg movement during the procedure. Additionally, no issues occurred with prior or following cases of the day.

Manufacturer narrative:
Review of the logfiles for the day of treatment showed, during the whole day the user performed successful treatments without any error or relevant warning. According to the provided treatment report, the related patient was the last on that day. The treatment shows the user was not able to achieve valid suction two during preparation. After one minute with valid suction one, the user aborted the docking procedure and started from beginning again. During the second attempt, the user was able to achieve valid vacuum and performed the treatment without further issues. The treatment showed no interruptions during ablation and no energy deviations. No technical problems or deviations could be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. Patient data review stated the treatment report is showing an area (inferior) that appears as a white spot (air between cornea and patient interface). This bubble separating the cornea from the applanation cone causes interference with the laser pulse energy and leaves an uncut area. While lifting the created flap, it ripped leaving a small circular area of the flap on the cornea inferiorly, as described. (B)(4).